Event description:
It was reported that during the procedure the device displayed an error code. Due to this, the procedure was not completed. No patient complications were reported. This event is being reported for an aborted procedure with a patient under anesthesia or sedation status unknown.